Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2228456. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received ¿ could you please provide a date of event?--> 01 february 2024. ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? --> no. ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: --> no sample available. We received a complaint with the following description: ¿drug safety informed quality that a doctor informed roche that a patient experienced infectious endophthalmitis after she was treated with vabysmo 6mg/0.05ml 1vial I-vitr es. The hospital confirmed that a vitreous culture had been used to identify the presence of streptococcus mitis.¿ the complainant wants to exclude potential microbiological contamination of the drug product. There are no pictures available for this complaint. For the following investigation: 1 describe briefly the transfer filter needle manufacturing and packaging process, including sterilization procedure. 2 review the batch documentation for the affected needle batch. Report any deviations, events or changes that could have contributed to the reported complaint. 3 provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. We appreciate your support on the investigation by providing the report latest on: 26.02.2023.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
We received a complaint with the following description: ¿drug safety informed quality that a doctor informed roche that a patient experienced infectious endophthalmitis after she was treated with vabysmo 6mg/0.05ml 1vial I-vitr es. The hospital confirmed that a vitreous culture had been used to identify the presence of streptococcus mitis.¿ the complainant wants to exclude potential microbiological contamination of the drug product. Additional information: ¿ could you please provide a date of event? 01 february 2024. ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? No.